Event description:
Boston scientific received information that this right ventricular (rv) lead was replaced after discovering that it had perforated the heart wall. The rv lead was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. The helix was found to be retracted and undamaged and there was some blood infiltration in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the clinical observation of a lead perforation and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.